Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that there was a loss of ac power while connected to the mobile power unit (mpu). The patient presented to the emergency department for a possible driveline infection. Log file review was requested which revealed a no external power event on (B)(6) 2026 at 0:38:39 while on mpu power caused by power to the mpu being briefly interrupted. The emergency backup battery (ebb) powered the system during this time. No other unusual events were noted.